Event description:
Boston scientific received information that during a replacement procedure for normal battery depletion the physician experienced difficulty removing the is-1 portion of both the right atrial (ra) and right ventricular (rv) leads from the header of the device. Boston scientific technical services (ts) was consulted and discussed ensuring all eight setcrews including the back two setscrews on the header were loosened. Once the physician located the two back setscrews and loosened them, both leads were removed and able to be reused with new device. The device was explanted as planned for normal battery depletion and the ra and rv leads remain in service with the new device. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.